Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced low blood glucose levels of 51 mg/dl. The customer was treated for the low blood glucose with air head and had high blood glucose level of 295 mg/dl for one week which was treated with a pump. The customer¿s current blood glucose level was 138 mg/dl. The customer was advised to monitor pump and blood glucose. The customer declined troubleshoot for high blood glucose. The product was not returned for analysis.